Event description:
It was reported by the clinician that the product being used was the arrow g+art blue 5l central venous catheter (cvc) kit. The clinician reported they had a pt have an allergic reaction to the chlorhexidine. The pt had a marked reaction which was verging on anaphylaxis. The pts maybe washed in some form of chlorhexidine prior to surgery. In theatre just before starting surgery, the operation site is cleaned/prepped also using chlorhexidine. The clinician feels the pts seem more sensitive when the chlorhexidine is inserted into their body rather than applied topically.

Manufacturer narrative:
Sample will not be returned for eval.